Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an automated impella controller (aic) was being use with an impella cp to a support a patient admitted with acute myocardial infarction. It was reported that the console displayed "impella position not reliable". Values were in range but aic was switched to the backup. The wrror was resolved after switching to the backup aic. There was no patient harm reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. The data log confirmed the complaint date, placement signal was confirmed to be unreliable. The console was returned for investigation and a 5s was performed with very low signal not reliable (snr). The console was cleaned but the snr was still quite low. Root cause: the cause of the unreliable placement signal was due to the low snr optical bench.